Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 12 days ((B)(6) 2022 per timestamp). A total loss of power event that was associated with low power hazard, no external power and power cable disconnect alarms was active on (B)(6) 2022 from 03:03:19 ¿ 03:03:23. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, and if the cause of the no external power event was known. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate 3 instructions for use ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate 3 instructions for use ¿ ¿powering the system¿ and heartmate 3 patient handbook ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file contained multiple power cable disconnect alarms, low power hazard events, and no external power alarms on (B)(6) 2022 around 3:03 am while the patient was on their mobile power unit (mpu). These alarms were caused by the power to the mpu being briefly interrupted.